Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
Updated to indicate that the device will not be returned as it was lost at the user facility. The device will not be returned as it was lost by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was lost at the user facility.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing or falling out. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing or falling out. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.